Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-01856. It was reported the patient's stimulation therapy from the scs system was ineffective. X-ray taken discovered one of the patient's scs leads migrated following a fall. Consequently, surgical intervention was taken and the physician added a third lead to the patient's scs system. The patient's system was reprogrammed and adequate stimulation therapy restored postoperatively.